Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has been receiving inadequate therapy due to lead migration. Fluoro confirmed lead migration during an unrelated procedure. As a result, the patient will undergo surgical intervention on a later date.

Manufacturer narrative:
The patient's lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which the lead was explanted and replaced. The issue was resolved and therapy has been restored.